Event description:
It was reported that the programmer displayed an error message at boot up. Another programmer was used. This also occurred several times prior. Previously, rebooting would clear the error, but now it would not. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the error during boot up. As a result the xy printed circuit board was replaced. It was also noted that the left keyboard hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).